Manufacturer narrative:
The device was received at eol voltage level. Analysis indicated that the device was operated in high output settings. Initial interrogation showed that the device was at eol level once the load was applied. Magnet rate measurement confirmed eol battery level. After replacing the battery, test results, including telemetry test, showed the device was functioning in normal range of operation. To simulate field conditions, the battery level was reduced to eol levels and the device showed similar behavior as in the field where no measured data was displayed, which is normal at this battery level. The device was implanted for 3.44 years, which exceeded 75% of devices 4.4 years projected longevity, and is considered normal battery depletion. The customer complaint of premature battery depletion and inadequate pacing were not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During follow-up, it was noted the device had reached elective replacement indicator (eri). Premature battery depletion was suspected. Additionally, inadequate pacing was observed. The device was explanted to resolve the event and the patient was in stable condition.